Event description:
Information was received from the consumer and manufacturing representative regarding a patient receiving intrathecal dilaudid at 4.7 mg/day and a secondary drug ¿the consumer did not know the secondary drug and stated it was ¿bu-ifferent.¿ the indication for use was non-malignant pain. The patient reported he had his pump go empty in september due to a "miscalculation" by the clinic. Although the consumer noted that a manufacturing representative was present for this event, the manufacturing representative was confident that no manufacturing representative had any contact with this patient prior to (B)(6) 2016. The pump was dry for four days. Additional information was received from a health care provider (hcp) through a manufacturing representative. The manufacturing representative clarified the report of the empty reservoir. The nurse reported they did not miscalculate his refill interval. The patient missed his refill, per the nurse practitioner that refilled the pump. It was noted that the patient was inherited by the clinic, and the patient did not know the name of their previous managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.